Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this device was explanted and replaced.

Event description:
Boston scientific received information that this device is experiencing long charge times and was beeping due to elective replacement indicator (eri). The device will be explanted and replaced soon. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.